Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juep1430 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by health professional "I personally witnessed a patient post op where the line had become disconnected. The perioperative staff have been informed to ensure that the connections are securely hand tightened." Additional information received 8/19/2020: no patient harm reported.